Manufacturer narrative:
During the device evaluation, the cut in the hose was confirmed and wear and deterioration due to repeated use were determined as probable cause for the reported event.

Event description:
It was reported that during testing conducted at the manufacturer facility, the hose of the handpiece was visibly cut. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility, the hose of the handpiece was visibly cut. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. (B)(4): failure analysis is in progress.